Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporters address 1; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device shows an error message when is turned on. There is unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history found no previous services. The event history log was reviewed and there are no errors related to the customer complaint. The customer reported issue was confirmed through ¿pump power on.¿ the root cause of the issue was faulty printed wiring assembly (pwa). The pwa will be replaced. The device must pass all functional tests after the repairs.